Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3-mar-2026, it was reported by a sales representative via sems-07255111 that an ar-200 of ar-200m motor cable was getting hot to the touch and smoking. Noticed during a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Vendor evaluation confirmed the complaint. Please refer to attached evaluation from vendor.